Event description:
Caller reported that insulin gauge on the pump displayed an amount different than expected, with a current displayed fill estimate of 110 units instead of the expected 230-280 units. There was no adverse impact to the customer¿s blood glucose level reported. The customer, assisted by technical support, reloaded the existing cartridge, was instructed to deliver a bolus to update the insulin estimate, and eventually loaded a new cartridge. Despite these actions, the discrepancy in fill estimates persisted. Technical support decided to replace the pump and instructed the customer to return the problematic pump using a pre-paid label within 10 days. Caller had no backup therapy and planned to consult a healthcare provider.